Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 460 mg/dl. Customer stated pump was not responding. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 460 mg/dl. The customer was treated for high blood glucose with manual injection.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.